Event description:
It was initially reported that the patient was being referred for generator replacement due to battery depletion and that it was unable to be communicated with. The patient was having an increase in seizures, which were believed to be due to the eos condition. The explanted pulse generator was sent to the manufacturer for analysis, which confirmed that the battery was depleted. Additionally, the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to an end of life condition and battery depletion. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the end of life condition, battery depletion, was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined in the product analysis. Previous investigation on this issue determined that the most probable cause of the failures was damaging voltage transients being generated in the process between soldering the battery and feed-thru component to the printed circuit board, and routing off the connector test tab. Actions resulting from this investigation were implemented on (B)(4) 2007.